Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to be out of calibration. This device has been identified as part of a product recall. Report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department with a note that stated, "touchscreen too far off to calibrate." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.